Event description:
As reported in the literature article; factors related to insufficient hemostasis using the exoseal vascular closure device (vcd) with five-minutes of compression for femoral artery punctures after neuro-endovascular therapy: a retrospective, single-center experience (2022); one patient with hemostasis held longer than 5 minutes had enlargement of a local hematoma that was greater than 6cm. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, as well as the catheter sheath introducer (csi) insertion angle of 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was mild calcium present at the puncture site; however, there were no stents or tortuous vessels present. The access vessel did not have a stenosis greater than 50%. The target site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. Manual compression and bed rest was performed. A one tap anterior wall puncture was performed to treat the extravasation. The device will not be returned for evaluation.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: izawa, d., matsumoto, h., nishiyama, h., nakayama, y., & kazuhide maeshima. (2022). Factors related to insufficient hemostasis using the exoseal vascular closure device with five-minutes compression for femoral artery punctures after neuro-endovascular therapy: a retrospective, single-center experience. 159101992211383-159101992211383. Https://doi.org/10.1177/15910199221138367. This report is related to report #: 9616099-2023-06524 and 9616099-2023-06526. The event date remains unknown. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This report is related to report #: 9616099-2023-06524 and 9616099-2023-06526. As reported in the literature article; factors related to insufficient hemostasis using the exoseal vascular closure device (vcd) with five-minutes of compression for femoral artery punctures after neuro-endovascular therapy: a retrospective, single-center experience (2022); one patient with hemostasis held longer than 5 minutes had enlargement of a local hematoma that was greater than 6cm. Manual compression and bed rest was performed. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, as well as the catheter sheath introducer (csi) insertion angle of 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was mild calcium present at the puncture site; however, there were no stents or tortuous vessels present. The access vessel did not have a stenosis greater than 50%. The target site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The device was not available to returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the IFU as such. Access site hemorrhage events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal/plug placement technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, vessel characteristics possibly contributed to the event as it was reported that there was mild calcium at the puncture site. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Additionally stated in the IFU, "if hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis." Per post procedure patient management, the IFU states, "observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry." Without a lot number to conduct a phr review and without return of the product, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.